Event description:
While performing transurethral laser vaporization of the prostate, greenlight laser fiber broke, resulting in inadvertent laser firing causing injury to bladder wall.possibly the laser scope sheath had jagged edges which scraped and damaged the laser fiber.